Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse stated that they would be sending the customer a replacement needle. The following day, the customer installed the new sample needle and ran quality control (qc) without errors. On (B)(6) 2017, the customer called back to report that they were still getting sporadic 706 syringe errors. On (B)(6) 2017, fse arrived at the site to address the reported event. Fse changed the large syringe tip and cleaned both syringe lead screws which had accumulated dust and debris. Next, they primed the device and were able to successfully run patient samples without errors. Fse further stated they would follow up with the customer the next day to verify that the errors had not returned. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported "706 l syringe error" with their g8 analyzer. Inspection of the device revealed that the sample probe was straight, but it vibrated and made a grinding noise while in the down position. Technical support (ts) instructed the customer to reboot and perform a sample reset; but the error persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.